Event description:
Boston scientific received information that during the elective procedure to replace this pacemaker, it was noted that the header was very loose and almost came apart. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was slightly loosened but still intact. All telemetry and interrogation operations were normal and the device paced and sensed normally. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.